Event description:
It was reported that a review of the presenting electrogram (egm) of this implantable pacemaker device was requested due to possible intermittent far-field oversensing and atrial flutter. Technical services (ts) reviewed the presenting egm and atrial tachy response (atr) episodes and indicated that the rhythm appeared consistent with atrial flutter; however, ts stated that far-field oversensing could not be ruled out. No adverse patient effects were reported. This pacemaker remains in service.